Event description:
It was reported that a dexcom g7 continuous glucose monitor disconnected and produced a pairing failed alert when attempting to connect with the ilet, after which the user applied a new sensor with code 3720 and successfully paired it to the pump, with education provided to pair with the pump before the dexcom app; this aligns with an intermittent communication failure associated with the electrical/antenna components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability issue between devices consistent with intermittent communication failure, with relevance to the electrical and magnetic system and the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.